Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 2 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 2 malfunction events, where it was reported the siderail cannot latch or siderail false latch. There was no patient involvement.

Manufacturer narrative:
It was originally reported that the device had a false latch of the siderail. The technician confirmed that this was added to the work order in error and there are no reportable events for this device.

Event description:
This report summarizes 1 malfunction events, where it was reported the siderail cannot latch or siderail false latch. There was no patient involvement.